Event description:
This ra lead was implanted on (B)(6) 1986 and was capped on (B)(6) 2016. A call was placed to techincal services on 09/23/2016 due to atrial lead revision. The physician was dr.(B)(6) at (B)(6) hospital in (B)(6) . No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).